Event description:
Boston scientific received information that this patient had undergone a procedure to implant a left ventricular assisted device (lvad). During the procedure, the device was programmed off. Following the procedure, device interrogation revealed a fault code and message that the device is not in safety core. A boston scientific technical services consultant discussed the clinical observations with the caller and stated the issue could have been the result of cautery being too close to the lead system during the procedure. The consultant informed the caller that this device must be replaced as there is no exit from safety core. The device was explanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced a system reset during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery. Design changes have now been implemented to enhance the robustness of electric circuits, such that a device would be able to withstand the rare occurrences of conducted energy that previously would have disrupted circuit performance.

Event description:
--

Manufacturer narrative:
(B)(4). The device is expected to be returned for testing. This product issue will be updated when additional information is received.